Event description:
Lead management case to remove a non-functional lead. The lead was prepped with an lld ez and the procedure began by using a 12fr glidelight, during use there was difficulty at the lead tip and the decision was made to upsize to a 14fr glidelight. Although progress was slow with the 14fr glidelight the physician was able to encompass the sensing ring of the lead and with steady traction freed the lead. The lead was unable to pass through the laser sheath due to a large amount of tissue that was attached to the implanted portion of the lead and both devices were removed. Upon examination on fluoroscopy a decrease in cardiac activity was seen along with a drop in the patient¿s blood pressure. A sternotomy was performed and a tear at the rv apex was repaired. The physician believed that upon initial implantation of the lead that it may have already perforated the heart causing severe scarring at the tip.